Event description:
It was reported that during an ablation procedure with a radio frequency (rf) catheter, a message appeared on the rf generator: "temperature sensor not detected." They switched the generator 'off' then 'on' again. The message disappeared, the issue was resolved, and they finished the procedure without incident. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.